Manufacturer narrative:
(B)(4) - unable to eat for one week.

Event description:
The patient experienced withdrawal symptoms one week prior to refill. The pump was refilled one week ago and had still not yet recovered. The patient was admitted to the hospital and was not able to eat for one week. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.